Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents and self test. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label and cracked belt clip slot.

Event description:
Information received by medtronic indicated that the insulin pump had a leak. The customer experienced low blood glucose and treated with food. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.